Event description:
Hip revision surgery performed on (B)(6) 2021 due to loosening of the implant. The source of complaint reported "removal of master sl stem product and reclaced with lima revision stem". No additional information were shared such as product code, lot and clear description of the event. Patient is female, 50 years old. Event happened in new zealand.

Manufacturer narrative:
A review of the device history records (DHR) could not be performed, as the lot number of the device is unknown. Consequently, traceability to manufacturing and quality records was not possible. A final MDR report will be shared once the investigation is complete.